Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had compromised force sensor system alarm. Customer¿s blood glucose level was 409 mg/dl at the time of incident and fasting 170 mg/dl. Customer was treated with syringe. Customer stated that she took four units but believes insulin was not delivered. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that the drive support cap was normal. Troubleshooting was performed for insulin pump error alarm. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.